Manufacturer narrative:
Angioguard embolic protection device. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the sapphire study indicated that the patient was enrolled in the study and that during the index procedure, the physician experienced difficulty inserting the 7 mm. Angioguard embolic protection device through the hemostatic valve of the sheath used. Another angioguard was then used for the procedure. Also during the procedure, the physician deployed the precise 8 x 30 stent proximal to the intended left internal carotid artery (lica) target lesion. An abbott xact 9-7 taper x 40 mm stent was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the ostial left internal carotid artery (lica). The target lesion was reported to be: a 90% stenosis, 10 mm length, 5.2 reference diameter, severely calcified, mildly tortuous, and ulcerated. The patient was symptomatic for the procedure. The lesion was pre-dilated. The residual stenosis was 10%. The patient was discharged the day after the procedure.

Manufacturer narrative:
Complaint conclusion: it was noted that the physician deployed the precise 8 x 30 stent proximal to the intended left internal carotid artery (lica) target lesion. An additional stent was placed to fully cover the lesion. The target lesion was reported to have a 90% stenosis, was 10 mm in length, 5.2 in diameter, severely calcified, mildly tortuous, and ulcerated. The patient was symptomatic for the procedure. The lesion was pre-dilated and the residual stenosis was 10%. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. (B)(4): the product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15435200 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.